Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three photographs of a device. A visual inspection of the returned photos noted that the reload was partially fired. The jaws were open. Staple pushers were visible at the 0.25cm cut line. Both distal sutures were intact. Buttress material was leftover on both the anvil and cartridge side. Unformed staples can be seen in the leftover buttress material. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, there was a poor staple formation, the knife did not cut all the way to the end. It was also reported that the reinforced material was torn and not completely cut. The surgeon clip the anastomosis to prevent bleeding and another reload was used to complete the procedure. There was no patient injury.